Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited pacing failure and an increase in thresholds. The lead was revised and remains in use . No patient complications have been reported as a result of this event.